Event description:
It was reported the patient felt severe pain in his left heel after the trial procedure. The patient reported the pain persisted during the programming of the system. Follow up regarding the patient status identified the trial was ended early due to the issue. The patient reported the heel pain continued at the time the lead was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.